Event description:
Boston scientific received information that this right ventricular (rv) lead was twiddled out by the patient a few months after implant. The rv lead was explanted. Additional information indicates that the patient had twiddler's syndrome and the lead was kept at the explanting facility. Therefore, the lead will not be available for return. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.